Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Explantation date: (B)(6) 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 38172 number, and no non-conformance's were identified. Manufacturing date: (B)(6) 1993 expiration date: no available. Legacy file reason for device explant and/or reoperation: material rupture, capsular contracture, granuloma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year old caucasian female patient underwent breast augmentation revision with two 275cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral capsular contractures (baker grade unspecified). The breasts had hardness and discomfort. Ultrasound showed the implants to be leaking and going into the patient's lymph nodes. Lastly, the breast capsules were also reported to be calcified. As a result, the patient has been scheduled for bilateral breast implant removal on (B)(6) 2023. This medwatch form is for the right breast prosthesis. There is a discrepancy between the date of implantation and the manufacturing date of the device. A supplemental report will be submitted when clarifying information is made available.